Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump, model # 8637-20, sn (B)(4), confirmed a telemetry anomaly. As received, the pump reservoir had 6.8 ml of fluid in it. It was also noted that the back shield of the pump was expanded. Telemetry was unable to establish, so pump was not able to be programmed as received. The pump was sounding a critical alarm about every 1-2 minutes. Destructive analysis was performed. Battery voltage was 2.913 volts. The static current drain of the hybrid was in nominal range. When the hybrid was removed, the issue cleared. The hybrid was sent for more extensive testing. No anomaly could be found.

Event description:
It was reported the pump was alarming. The alarm was heard (B)(6) 2014 and the next day the patient developed increased pain and her oral medication (opiates) were doubled. Telemetry was not yet performed. The intrathecal daily dose was changed the week prior to (B)(6) 2014. The patient was asymptomatic and there had been no recent pump refills. Troubleshooting was limited at the time of the report due to lack of access to details. The pump was not flipped, per a diagnostic ultrasound check. Two days after the initial report, the reporter was still unable to get telemetry to the pump. Last week the patient was having trouble with the personal therapy manager (ptm) and seeing xx¿s on the screen intermittently. The ptm technical report showed denied boluses and failed communication on (B)(6). A two-tone critical alarm was heard. The alarm was occurring 50 seconds and the critical alarm seemed to have a longer audible interval. As of (B)(6) 2014, the patient was still unable to communicate with the pump using the ptm and multiple attempts to communicate using the clinician programmer showed ¿invalid telemetry.¿ when the reporter used the clinician programmer to interrogate, it was noticed the critical alarm sound changed to short tones. When not using the programmer it went back to the normal audible alarm tone. The patient lied down to remove any electromagnetic interference (emi) sources and re-interrogation was performed. Telemetry was still unable to be obtained and the invalid telemetry message showed again. A ¿therapy stop¿ was attempted and there was still invalid telemetry. A magnet was placed over the pump to elicit an event and the invalid telemetry message was still seen. It was noted that at the last refill on (B)(6) there were no issues. There was no injury or trauma to the pump and no medical interaction (i.e. Radiation). The pump was replaced on (B)(6) 2014 and returned. The system was being used to deliver fentanyl. The patient outcome was not reported. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.